Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib function. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, impedance, and defibrillation cycling without duplicating the report. The device is working as intended. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # updated.